Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to oversensing. The patient was a participant in the pain free smart shock technology study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5076 implantable pacing lead, (B)(6) 2012. (B)(4).